Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 153 mg/dl about 2 hours ago. Customer stated that she was working out and she was at the end of the workout when the pump started alarming. Customer had the pump on a belt clip and she does not know if she was pushing any buttons. Customer stated that the alarm is stating that she pressed a button for more than 3 minutes and the esc and act buttons won't clear the alarm. Customer stated that none of the buttons seem to be working right now. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that she already has a pump and she agreed to return her current pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.